Event description:
It was reported that the patient has an rv lead that the clinic has been monitoring lead noise for years with at home monitoring and in clinic checks. The device was at eri, and the physician elected to replace rv lead since they are changing the pacer generator. The noise was confirmed to be oversensing. On (B)(6) 2022 the lead was capped and replaced. Lead fracture was also noted. The patient condition was stable.